Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-apr-13 regarding a patient receiving morphine (25.5mg/ml at 5.5mg/day) via an implanted infusion pump. It was reported that the patient's pump had flipped multiple times. The event date was unknown. The nurse practitioner had to manually manipulate the pump to be able to do refills in the office. The patient also reported trouble using the personal therapy manager (ptm) because of communication difficulties. Diagnostics/troubleshooting included manually flipping the pump back to perform refills, however, this was just a temporary fix. Surgery occurred to move the pump to the patient's back which resolved the issue. Regarding the environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the pump pocket was loose due to the size of the patient's abdomen. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.